Event description:
It was reported that pump experienced diminished battery life and patient declined to provide further details or participate in troubleshooting. There was no reported impact to the customer¿s blood glucose level. Customer outcome and any additional actions taken by technical support were not reported, and case was documented only with no further follow-up described.